Event description:
The manufacturer received information from customer in reference to a alice 6, base station system, no allegation reported by the patient. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During evaluation it was observed the sbc with electrical damage and additional failures observed hard disk front, right left cover with physical damage. There was one error has been identified and unit got scrapped.